Event description:
Per the clinic, the patient experienced discomfort and pain/non-auditory sensations with device use. Subsequently, the device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device during the same surgery.